Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached/broken at the site connector. At the time of the event the patient's blood glucose level was within range. The infusion set had been used for one day. Further, the patient replaced infusion set and insulin was resumed successfully. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached/broken at the site connector. At the time of the event the patient's blood glucose level was within range. The infusion set had been used for one day. Further, the patient replaced infusion set and insulin was resumed successfully. No further information available.